Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: evaluation revealed a dim display with reddish text. Evaluation also that there was moisture on the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display with reddish text. Evaluation also that there was moisture on the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.